Event description:
Pt had breast implants removed due to hard capsular contractures. The right capsule, when opened, contained an implant which was covered with a very thick viscous material. The implant was a double lumen with an empty outer lumen and a rupture in the superior portion. The left capsule was very thick, hard, and distorted. The implant was a double lumen with an empty outer lumen and was covered with a large amount of thick sticky material. Right and left implants weighed 120 gms and 130 gms respectively. 300 cc saline implants were used for replacement.